Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-aug-2018 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. Unrelated to the complaint, the cartridge compartment was cracked at the threads. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.